Manufacturer narrative:
Date sent: 11/08/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric sleeve procedure, the blade broke. Part fell into the patient, but could be removed. Case was completed with same like product. No further information is available. There was no patient consequence.